Event description:
A customer reported to baxter (B)(4) of an administration set that overinfused anaphranil during an infusion. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.